Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose. Customer stated that they had gone to emergency room due to high blood glucose level. Customer stated that they were hospitalized 4 times but not because of blood glucose levels. Customer got neomia and was put on steroids. Customer was wearing pump at the time of hospitalization. Insulin pump will not be returned for analysis.